Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, post lumbar laminectomy syndrome, radiculopathy, and spinal pain. It was reported that the patient¿s ins was removed in order for them to have an MRI. The patient reported that they could not get the leads out because they were too embedded in scar tissue and they ¿were running up to the spines.¿ the healthcare professional had hoped they could cut out the leads once they got in there, but with all the scar tissue they said it would be a major procedure as the implant was located way down inher hip, so the leads went all the way up to the top of her spine. The patient stated that the hcp told them that they still could not do an MRI because of the leads and the patient stated that removing the device was essentially for no reason. They reported that the surgery to remove the leads would require them to tear their back open. The patient mentioned they had started falling and they needed some more x-rays because they may have damaged the leads. They stated that the cat scans showed where the leads were, but they could not see where something had pulled loose. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.